Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable broke and a portion of the cable remained in the usb port resulting in the pump battery being unable to charge. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer will use a backup insulin pump for insulin therapy.